Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, pan facial edema was deemed to meet the serious injury criteria of life-threatening. The lot number was not reported. Device not returned to manufacturer.

Event description:
A physician reported via merz sales rep that a female patient received an injection of radiesse for unknown indication. Medical history and concomitant medications were not reported. On an unspecified date, reported as "recently", the patient was injected in unspecified location with radiesse. At an unknown time later, the patient experienced redness and swelling. It was reported patient went to hospital, treatment and outcome were unknown and causality was not reported. Lot number was not reported. Follow-up information was received on 17 june 2016 from physician who confirmed the female patient was (B)(6) and received 1.5 cc of radiesse to nasolabial folds on (B)(6) 2016. The patient's chief complaint was pan facial edema with sudden onset on (B)(6) 2016. Patient went to the emergency room and was admitted to the hospital on (B)(6) 2016 and is still hospitalized. It was reported the patient denies any recent respiratory, sinus, or tooth infection and she is under the care of a physician.

Manufacturer narrative:
The device history record for radiesse dermal filler lot # 100082876 was reviewed. A lot search was conducted on the reported lot and other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
Follow-up information was received on 08 august 2016 from physician via mail. Patient was injected with radiesse (1 syringe) to the nasolabial folds and chin. Radiesse lot was 100082876, expiry 26 march 2018. The patient had negative history for prior fillers and was not taking concomitant medications. The patient reported in a letter to physician an event of puffiness on (B)(6) 2016, and indicated she was also given botox at clinic. Patient reported the doctor put filler in her chin even though she didn't ask for it and was very swollen. She reported she was told to massage area but after two or three days the swelling did not go down and she felt uncomfortable. Patient reported she followed up with clinic and was told to press area with ice and massage. She reported about a week after the procedure, she woke up during the night and tried to go back to sleep but had a lot of pain in her face that was "really big" and swollen. Patient reports she was nervous, scared and panicked. She continued to press area with ice but decided to go to hospital where they did unspecified blood tests and gave her antibiotics with steroids and after a long time she left hospital but a few hours later it "just got worse". Patient reported that she went back to hospital and stayed for two days and received more steroids and a lot of antibiotics. She reported receiving a cat scan and indicated that they could see the product in her face and that the steroids made her gain weight and grow hair on her face. She indicated it took approximately two weeks for it to "go down" but she still has chunks of product in her face that look uneven and her chin is "going to the side". She reported "mental damage" and "will make it hard to go away". She reported that she is left with an uneven face and cannot trust anyone. Patient also reported she received a call from hospital and was given a different filler than what she was previously told.